Event description:
It was reported that patient's system was unable to enter MRI mode due to impedances. As a result, the lead was replaced to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.